Manufacturer narrative:
E2, e3- information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. It was determined that the phenomenon occurred due to patient board set failure. In addition, there may be an effect of design change of operator amplifier of patient board (dr board) before countermeasure, as well as a possibility that image was not displayed due to connection failure with video connector. The design change of operator amplifier on dr board was conducted on april 16, 2018. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a faulty patient board set. In addition to the printed circuit board failure, there was a minor dent and scratches on the housing. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis exera iii video system center when trying to connect the 180 scope did not work but worked with the 190 scope. The event was found during preparation for use. There was no patient harm associated with the event. The device was returned and evaluated, and it was found there was a printed circuit board failure. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.